Event description:
A patient experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 235 mg/dl vs. 309 lab. Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events.